Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. 6 sensors were reported (serial number unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report in which a customer reported issues with 6 of adc freestyle libre 2 sensors and details are as follows: ¿I have been using a freestyle libre2 continuous glucose monitor for several months. During that time, I have had consistent problems with the sensors failing to work, either falling off or not working correctly on start-up. It hurts every time I install these sensors and it cost significant money to replace each sensor. Abbott has replaced the failing sensors when I call their customer service number. The concern I have is that this product has serious quality control issues and needs to be retested by the FDA to ensure it is truly safe and effective. I have been installing the sensors as directed by abbott and am not a super active person.¿ no further information was provided and no information to indicate that there was an adverse event due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.